Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 313mg/dl with nausea and vomiting. The patient was hospitalized and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and it was mentioned that the battery compartment was cracked. The reporter also stated that the patient has an infection. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.